Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient had a lead migration that was causing ineffective therapy as well as ipg site pain [3006705815-2026-03462]. As a result, surgical intervention was undertaken on (B)(6) 2026 where the lead was repositioned back into position, and the ipg pocket was revised to reposition the ipg to address the issues.